Event description:
This is follow up#1 to report 06/jun/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional¿ hernia surgery and was implanted with ¿strattice laparoscopic 20cm x 20cm mesh (implant label unavailable)¿ on (B)(6) 2015. The patient underwent a ¿diagnostic laparoscopy, exploratory laparotomy, extensive lysis of adhesions, small bowel resection with primary anastomosis¿ on (B)(6) 2022. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following conditions. ¿on first surgery, I had pain, I could feel the mesh, and experienced many spasms on my belly. The surgery is the most hard one I ever felt. Lots of gas painful feeling nauseous all the time. I can¿t eat a normal meal, I get full fast and my bowel movements are so bad that I have to wear undergarments. I have depression and anxiety. My doctor increased my medications. I am unable to go anywhere but to see to doctor just emotionally scared and am not the same anymore.¿ the form lists the conditions that were treated were ¿abdominal examinations¿ between (B)(6) 2023 and (B)(6) 2023. The ppf form also indicates that the patient was implanted with an unknown non-abbvie device in 2001. The form indicates that the device was removed due to ¿a recurrent hernia led to the 2005 mesh being explanted in 2015 when strattice mesh was implanted.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice laparoscopic on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
Additional and/or corrected data: a2, b3, b5, b7, h6.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice laparoscopic on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.